Manufacturer narrative:
The customer's report was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The analog board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.